Event description:
During an ophthalmology procedure on (B)(6) 2016, a flake of metal fell from the headpiece and was introduced to the anterior chamber of the pt's eye from the phacoemulsification handpiece. Metal fragment was 0.6 mm in size. Md performing procedure was able to retrieve metal fragment from anterior chamber of eye using microforceps. No pt harm. Reason for use: glaucoma. Is the product compounded: no. Is the product over-the-counter: no.